Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) result on a patient sample obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. The calibration was good and within range. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the sodium (na) assay was performing acceptably. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) result on a patient sample was obtained on a dimension exl with lm system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension exl with lm system. A higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.